Manufacturer narrative:
(B)(6).

Event description:
It was reported that the outer sheath was leaking. A 1.50mm rotapro was selected for use in an atherectomy procedure. Outside the body, saline was leaking from the drive shaft outer sheath. The procedure was completed with another 1.50mm rotapro. No patient complications were reported, and the patient was in good condition post procedure.

Manufacturer narrative:
Initial reporter state: (B)(6). Device eval by MFR: the returned product consisted of the rotapro atherectomy system. The burr catheter was received attached to the advancer unit. The advancer, handshake connections, sheath, coil, burr and annulus were visually and microscopically examined. Inspection of the device revealed that the sheath was damaged with a hole. The damage is consistent to the damage caused by over-tightening the hemostasis valve and causing a hole and the saline to leak.

Event description:
It was reported that the outer sheath was leaking. A 1.50mm rotapro was selected for use in an atherectomy procedure. Outside the body, saline was leaking from the drive shaft outer sheath. The procedure was completed with another 1.50mm rotapro. No patient complications were reported, and the patient was in good condition post procedure.